Event description:
Complainant alleged that while attempting to monitor a patient with electrodes attached, the device displayed a "poor pad contact" message while using electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device has not been returned to zoll, the customer was unable to recall the serial number of the device. They have stated that they will contact zoll if they are able to determine which device was used during patient use.